Event description:
Respiratory care therapist noted that exhaled tidal volume read out on ventilator was intermittently reading inaccurately. Delivered tidal volume verified with spirometer. Ett, endotracheal tube, placement and patency checked. Patient's breath sounds and vital signs unchanged. Inaccurate readings started and ventilator was changed out a few hours later. Patient was placed on a transport ventilator while ventilator change out was performed.